Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, it was noted that the coating on the flexima catheter was not intact. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the returned device was inspected and no anomalies nor damages were found. The slick test was performed using ro water, the device was found with evidence of coating process, after slick test the device was rubbed from the distal section (tip) until the proximal section (bladder pigtail) and a lubrication was felt all the way. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that prior to the procedure it was noted that the coating on the flexima¿ catheter was not intact. There was no patient involvement.